Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the alert date and received date are 03 nov 2025.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that the unium modular handpiece device was not working properly, the forward button seemed to be broken. There was no reports of delay to a procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2025. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: review of the device history record(s) showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The device was functionally / visually tested according to the service manual. The described failure by the customer was confirmed. The device was visually inspected as received from the customer. It was found that the device passed visual inspection. Investigation is based on the assessment performed by service center netherlands. Following test failed according to the pre-diagnostic assessment: check for sticky triggers: fail check function of device in ¿on¿ mode: fail check fwd / rev direction modes function: fail function test in ¿fwd only¿ mode: fail function check of oscillation angle: fail check power with power test bench : n/a check speed with tacho meter and power supply: n/a during the assessment it was found that the trigger could not be fully pressed in. When the device was disassembled it was found that the safety ring was broken and fell behind the trigger leading to the limited trigger movement. Due to the limited trigger movement other test steps failed. Root cause: at this stage of investigation a clear root cause cannot be determined for the broken safety ring. Further investigation and assessment for the broken safety ring is covered under a nc in our quality system. As part of synthes quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.